Manufacturer narrative:
The customer has been having tg qc issues since about (B)(4) 2011. A field service engineer (fse) was dispatched: the fse reported that the analyzer failed some testing and multiple parts were replaced. The fse cleaned wash tower inserts and measured wash volumes with good results. The fse repeated the previously failed tests and ran qc. A clear root cause for this event was not identified.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely high triglyceride (tg) result generated by the unicel dxc 600i synchron access clinical system for one patient. The original result of 889mg/dl was not reported out of the lab. The specimen was retested on a different instrument which gave a result of 78mg/dl. There was no effect to patient treatment.